Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. The customer stated that the insulin pump was not working. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.